Event description:
It was reported that after the surgeon attempt to insert a 23.5 diopter aq2010v three piece silicone lens and the trailing haptic tore while in the cartridge. There was no patient contact.

Manufacturer narrative:
Evaluation codes: results - visual inspection of the returned product showed that the lens was split in half and a haptic was torn off and missing. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.